Event description:
During a clinic follow-up, episodes of myopotential oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, but the noise was unable to be reproduced. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.